Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message when going through the cartridge change process. Reportedly, the customer was unable to provide the amount of insulin in the cartridge; however, additional insulin was being added to the cartridge that had been in use for approximately 2 days. The customer's blood glucose level was 268 mg/dl, and was addressed with a correction bolus. During the call with tandem technical support, the customer completed the load process with new supplies, and resumed insulin delivery.